Event description:
On (B)(6) 2012, at (B)(6) in (B)(6), it was reported that the quadrox-I 01971110 oxygenator with filter (lot number 70078757) had oxygenation issues. At the start of the ecc, the pao2 decreased. The gas blender was replaced but it did not resolve the problem. A blood test was performed to check if the problem was with the blood gas monitoring device but the test results matched the values provided by the blood gas monitor. The ecc lasted 50 minutes. There was no serious consequence to the patient due to the brief intervention. (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned and hence no evaluation was able to be performed. (B)(4).